Event description:
It was reported the device was used during a laparoscopic bladder neck suspension procedure. It was reported while attempting to staple mesh to cooper's ligament two ems devices jammed. A third stapler was opened and it worked fine. There was no consequence to the pt.